Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-07247. It was reported lead diagnostics revealed multiple high impedances and thus the strength is unable to be adjusted. Reprogramming was able to provide effective therapy. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-07247. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were explanted and replaced. Postoperatively the patient was receiving effective stimulation.